Event description:
It was reported that following physical activity and heavy lifting patient experienced ineffective therapy, patients lead had high impedances. As a result, surgical intervention was undertaken (B)(6) 2026 wherein lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.